Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging a button/keypad (tactile changes/unresponsive) issue; under responsive up arrow, down arrow and ok buttons. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: during investigation, the keypad was undamaged and all keypad buttons were responsive to user input. The pump was opened to find the no contaminants found under the button contacts or on the keypad flex connector.